Manufacturer narrative:
Wires to micro-switch were disconnected. After wires were re-connected, pump functioned properly. Submission date of this report: 11/12/97. Oily substance on motor shaft. Cover open alarm stays on; audio activates when run button is depressed. Wires to micro-switch were dis-connected. Re-connected wires. No other defects noted.

Event description:
The patient was being fed using a pump. One liter of an enteral feeding solution was hung, and the pump was set to deliver 47 ml/hr. One liter was delivered in approximately 1 hour. There was no illness, injury or medical intervention resulting from the event. One patient involved.